Manufacturer narrative:
On 09 october 2017 the r&d project manager performed a preliminary investigation and commented as follows: the perc. Towers are designed in order to lock to the implant, by means of sliding the outer sleeve over the inner sleeve. The outer sleeve compresses laterally the extremities of the inner sleeve in order to "clamp" the implant. At the end of the surgery, the outer sleeve is slid back to the "open" position and the extremities of the inner sleeve should open up laterally to release the perc. Tower from the implant. In this surgery, the extremities of the tower were probably pressed by muscle and/or bone, due to the patient anatomy and/or to the screw positioning. For these cases, a release instrument is provided in the set. Its use is described in the surgical technique. Either it was not used correctly, or it was not effective. In such cases, the surgery is delayed to get the towers released and removed. This is the final step of the surgical procedure, the pedicle screws are all inserted and the spinal construct is finalized and tightened. Therefore even if the tower gets damaged because of the disengagement manoeuvre, the surgery can be completed successfully. A new project is ongoing to develop a new, improved version of the release system, intended to make the manoeuvre easier, simple and effective. Batch review performed on 12 october 2017. Lot 1653275: (B)(4) items manufactured and released on 25 october 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot.

Event description:
During the surgery it was difficult to remove the inner tower. The surgery was prolonged 15 minutes to disengage all the inner towers.